Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was seen when it come to this right ventricular (rv) lead. A follow up and save to disk review was scheduled. No adverse patient effects were reported. A follow up took place and it was noted that during maneuvers the noise was marked as ventricular fibrillation. The devices sensitivity was increased. A review of the data by boston scientific technical services (ts) confirmed noise on the rv channel which had higher amplitudes thus this could recur despite the change the sensitivity. Ts discussed possibly replacing the rv lead. More information is pending when it comes to this case.